Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer does not know the cause of her high glucose level. Ran a fixed prime test and the insulin pump passed the test successfully. It was stated that the diabetes educator does not believe it was device related. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.